Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she received a no delivery alarm after a bolus. The customer's blood glucose reading at the time of event was unknown, however the customer had a sensor glucose reading of 201 mg/dl. The customer performed troubleshooting and when trying to push insulin through with the plunger, the insulin exited with resistance. The customer was informed that the alarm was caused by an infusion set or reservoir occlusion. The customer was advised to replace the infusion set and reservoir. After troubleshooting, the customer was able to bolus and stated the insulin went through and her blood glucose reading was 254 mg/dl. The reservoir was not replaced or returned.